Manufacturer narrative:
The insulin pump was monitored for several days. The insulin pump was received with intermittent button response due to flattened act button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. The insulin pump was received with all operating currents within spec and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarm noted. Motor passed motor test. No battery out limit anomalies noted. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and button error. The customer¿s blood glucose level was over 400 mg/dl at the time of the incident. The customer stated that the insulin pump alarmed motor error and button error and the buttons were unresponsive. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was not able to complete the rewind process. During button error troubleshooting customer stated that the insulin pump was exposed to rain and that could have led to button error and keypad anomaly. Customer confirmed that the time was advancing. Customer also reported to have experienced a high blood glucose of over 400 mg/dl due to insulin pump stopped working. Customer treated with manual injection and declined troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.